Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and totally occluded lesion in the proximal right coronary artery. A 3.5x38mm xience skypoint stent delivery system (sds) failed to cross due to resistance with the anatomy. The sds was being removed; however, resistance with the anatomy was felt and the stent dislodged. An unspecified balloon catheter was used to dilate the dislodged stent and deploy it proximal to the target lesion. The very distal portion of the stent was deployed within the target lesion. The procedure was successfully completed with an unspecified stent at the target lesion. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.